Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 508 mg/dl and customer¿s other blood glucose was 600 mg/dl, 310 mg/dl and 60 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump had insulin flow block alarm. Customer was treated for their high blood glucose with bolus. The insulin pump will not be returned for analysis.